Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin irritation and prostate cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. Secondary findings include corrosion on dc insert and connector oxide present. In addition, the devices error log was downloaded, and 9 error codes were present when reviewed. Lastly, the device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.